Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle box has some partially opened up packages and some of them were taped closed using red tape - box was not showing any signs of damage. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: four 3ml integra packaged syringes with needle and one empty package were received and confirmed to be from batch #7334968 (p/n 305270). The samples were visually evaluated. The syringe packages were found to have red tape on the top web near the center of each package. The packages were open at the location of the red tape. The red tape and open packages observed are a rejectable condition at bd. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect investigation conclusion: based on the sample evaluation bd was able to confirm the customer's indicated failure. The red tape observed is used in the packaging process to join two webs together at a web change. During top web changes, the operator is required to add aluminum tape to the web splice area. The photo eye sensor reads aluminum tape and notifies the robot that a web splice is present. The product is then not loaded into those packages and they are discarded. Records indicate the sensor was challenged successfully three times during batch 7334968 with no issues. However, the product was loaded into the packages with the red splice tape present and they were not discarded. The packages did not have aluminum tape present. In addition, the probable root cause is no photo eye capable of detecting red splice tape present on the machine. Therefore the corrective actions is to replace photo eyes with those capable of detecting red tape, eliminating the need for aluminum tape placement and assess feasibility of relocating second photo eye to offload.